Manufacturer narrative:
The manufacturing record of the product concerned was examined. No deviations were found during the manufacturing process. The reported findings can be confirmed on the basis of the available x-rays. No indications of a cause could be identified so far. This is the same patient of the incident reported in parallel with the MFR report number 3012523063-2020-00009. The product concerned will be examined as soon as it has been explanted and made available.

Event description:
During the follow-up examination of the right hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.

Manufacturer narrative:
The optical examination showed that the pe insert 0° 32/44mm exhibited severe deformations and a large number of scratches. The damage outside the articulation area and the severe deformation on the medial side can be attributed to the explantation process. The bulge on the lateral side was confirmed to be the result of wear. The observed large number of small scratches and dimples indicates the presence of third-party particles in the articulation area in situ. However, it was not possible to determine what these particles were. A survey of said bulge also showed that the femoral head seat had shifted approximately 5mm in a lateral direction due to wear before explantation occurred. The manufacturing records do not show any deviations during the manufacturing process. No evidence of the cause could be derived from the medical records. Based on the available data, no technical cause could be determined. It can only be assumed that the observed presence of third-party particles in situ promoted the wear of the pe-insert 0° 32/44mm. A connection between the damage pattern and the combination with a third-party femoral head, which was not approved by implantcast, could not be established. The occurrence rate below the accepted limit.

Event description:
During the follow-up examination of the right hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.